Event description:
Boston scientific received information that immediately post implant, there was noise present on the atrial lead which lead to several inappropriate atrial tachy response (atr). Boston scientific technical services (ts) was consulted and suggested it might be air bubbles escaping through the seal plug and it should dissipate and not return. The next morning the patient was checked and there were no more issues. The device and lead remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.